Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the cuts made with the robotic-assisted solution satellite station device were inaccurate. It was reported that the accuracy of the saw cuts was off, and each cut became progressively worse. It was reported that there were no delays in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the cuts were off by less than 3mm. The reporter also confirmed that there was no allegation of malfunction against the saw interface left device. It was noted that the saw continued to run, prompting the use of manual instruments. H6: the health effect - clinical code, medical device problem code, and the health effect - impact code have been revised in accordance with the additional information provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter confirmed that there was no allegation of malfunction against the saw interface left device. As a result, this complaint is not reportable. The medwatch report is being retracted, and reporting for this event is now concluded.